Event description:
The customer reported irritation on her skin from the tape that is used with the sensors. The customer went to her doctor, and was given cream for the irritation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.